Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in two pieces. Final analysis on electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the atrial lead exhibited failure to capture and failure to sense. The atrial lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the atrial lead exhibited failure to capture and failure to sense. The atrial lead was explanted and replaced. The patient was in stable condition.